Event description:
Additional information received from the manufacturing representative (rep) reported that the patient had a replacement implant for both the lead and battery on (B)(6) 2016. The old product was removed and there no issues to report. The patient was doing fine.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0v5j9, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via a manufacturing representative (rep) that they were having issues with therapy and was not feeling stimulation. Upon meeting with the patient, rep found impedance issues with the system. It was indicated that all contacts except one of them were showing greater than 4000 ohms. Rep tried stimulation with this viable contact but patient was not feeling stimulation. Rep stated that patient had a fall and issues seemed to start after the fall but patient could not remember when fall occurred. In addition to impedance issue, patient also had returned of pain after the fall. A revision was scheduled on (B)(6) 2016. Rep do not know what they would replace during revision but healthcare provider may place lead on the opposite side of existing lead and connect to existing battery if implantable neurostimulator (ins) is viable and there are no impedance issues. The revision had not occurred. The event occurred about 2 months ago. The indications for use for this patient were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.